Event description:
Hospital advised that the pump alarmed and displayed "channel error". The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no consequence.